Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited white foreign material clogged in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There was no deviations from instruction for use (IFU) in reprocessing steps for the location where the foreign material remained. Furthermore, physical damage at the material residue point was not confirmed. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.